Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis found multiple signs of abrasion along the lead body. Especially in the distal area, the insulation was found to be frayed due to wear and tear. This damage is with high probability the cause of the observed oversensing and the resulting inadequate shocks. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. In addition, a severely twisted inner conductor helix was found near the df4 connector pin. The strong deformations led to a conductor fracture in this area. The analysis showed that over-rotation of the screw mechanism during the extraction should be considered as the cause. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 33 months, it was reported that the patient received inappropriate shocks due to oversensing. The lead was explanted and a new one implanted.